Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device to wall of uterus/ essure found in uterus"), device expulsion ("migration of essure device to wall of uterus/ essure found in uterus"), uterine infection ("severe infection in uterus"), pregnancy with contraceptive device ("pregnancy (miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and post abortion haemorrhage ("severe blood loss during miscarriage/ / abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient (gravida 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida (ultrasound scan - on (B)(6) 2010: single live intrauterine pregnancy in transverse position with head to maternal right and fetal heart rate of 139 beats per minute. Fetal parameters consistent with gestational age of 18 weeks 5 days. No fetal anomaly seen. Estimated date of delivery was calculated to be on (B)(6) 2010.) On (B)(6) 2010. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), post abortion haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced abdominal pain ("constant pain in abdominal area"), back pain ("constant lower back pain"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea"), vision blurred ("blurry vision"), fatigue ("fatigue (tired all the time)"), weight increased ("weight gain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), aludrox (maalox), escitalopram oxalate (lexapro), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with essure removal) and surgery (d & c procedure in 2013 due to miscarriage and severe blood loss). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, uterine infection, pregnancy with contraceptive device, abortion spontaneous, post abortion haemorrhage, back pain, mood swings, female sexual dysfunction, ovarian cyst, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the abdominal pain, nausea and vision blurred was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, migraine, mood swings, nausea, ovarian cyst, post abortion haemorrhage, pregnancy with contraceptive device, uterine infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet that the abdominal pain, nausea and blurry vision decreased immediately following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test - on (B)(6)2011: pre essure procedure - negative. Pregnancy test urine - in (B)(6) 2013: positive. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records ¿ new reporter (healthcare facility); plaintiff¿s demographic data; historical condition (gravida); historical drug (depo-provera); essure indication (permanent birth control); essure insertion/removal dates ((B)(6) 2011 and (B)(6) 2017); event injuries clarification with description of injuries (constant pain in abdominal area and lower back, mood swings, pregnancy (miscarriage), severe blood loss during miscarriage/ abnormal bleeding (vaginal, menorrhagia), apareunia, ovarian cysts, severe infection in uterus, depression, migraines/headaches, migration of essure device to wall of uterus, nausea, dysmenorrhea (cramping), vaginal discharge, blurry vision, fatigue, weight gain, hair loss, and did not undergo an essure confirmation test); treatment drug (tylenol, maalox, and lexapro); imaging exam (pregnancy tests); and essure removal method (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device to wall of uterus/ essure found in uterus"), device expulsion ("migration of essure device to wall of uterus/ essure found in uterus"), uterine infection ("severe infection in uterus"), pregnancy with contraceptive device ("pregnancy (miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and post abortion haemorrhage ("severe blood loss during miscarriage") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida (ultrasound scan - on (B)(6) 2010: single live intrauterine pregnancy in transverse position with head to maternal right and fetal heart rate of 139 beats per minute. Fetal parameters consistent with gestational age of 18 weeks 5 days. No fetal anomaly seen. Estimated date of delivery was calculated to be on(B)(6)2010.) On (B)(6) 2010 and parity 3. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), vision blurred ("blurry vision"), fatigue ("fatigue (tired all the time)"), alopecia ("hair loss"), spondylitis ("arthritis in lower back"), abdominal distension ("bloating"), constipation ("constipation"), pelvic pain ("pain") and headache ("headaches") and was found to have weight increased ("weight gain"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced post abortion haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). In 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("constant pain in abdominal area") and back pain ("constant lower back pain"). The patient was treated with aluminium hydroxide;magnesium hydroxide (maalox), escitalopram oxalate (lexapro), paracetamol (tylenol) and surgery (d & c procedure in 2013 due to miscarriage and severe blood loss and laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, uterine infection, pregnancy with contraceptive device, abortion spontaneous, back pain, mood swings, female sexual dysfunction, ovarian cyst, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, dyspareunia, abdominal distension, constipation, pelvic pain and headache outcome was unknown, the post abortion haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, nausea, vision blurred and spondylitis was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, alopecia, back pain, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, post abortion haemorrhage, pregnancy with contraceptive device, spondylitis, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet that the abdominal pain, nausea and blurry vision decreased immediately following essure removal. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Pregnancy test - on (B)(6) : results: pre essure procedure - negative. Pregnancy test urine - in (B)(6) 2013: results: positive. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: events- "arthritis in lower back, dyspareunia (painful sexual intercourse), bloating, constipation, pain, abnormal bleeding (vaginal), headache, abnormal bleeding (menorrhagia)" added from pfs. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device to wall of uterus/ essure found in uterus"), device expulsion ("migration of essure device to wall of uterus/ essure found in uterus"), uterine infection ("severe infection in uterus"), pregnancy with contraceptive device ("pregnancy (miscarriage)"), abortion spontaneous ("pregnancy (miscarriage)") and post abortion haemorrhage ("severe blood loss during miscarriage/ / abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient (gravida 2) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida (ultrasound scan - on (B)(6) 2010: single live intrauterine pregnancy in transverse position with head to maternal right and fetal heart rate of 139 beats per minute. Fetal parameters consistent with gestational age of 18 weeks 5 days. No fetal anomaly seen. Estimated date of delivery was calculated to be on(B)(6) 2010.) On (B)(6) 2010. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included body mass index normal. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), post abortion haemorrhage (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced abdominal pain ("constant pain in abdominal area"), back pain ("constant lower back pain"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea"), vision blurred ("blurry vision"), fatigue ("fatigue (tired all the time)"), weight increased ("weight gain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), aludrox (maalox), escitalopram oxalate (lexapro), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with essure removal), surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with essure removal), surgery (d & c procedure in 2013 due to miscarriage and severe blood loss) and surgery (d & c procedure in 2013 due to miscarriage and severe blood loss). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, uterine infection, pregnancy with contraceptive device, abortion spontaneous, post abortion haemorrhage, back pain, mood swings, female sexual dysfunction, ovarian cyst, depression, migraine, dysmenorrhoea, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the abdominal pain, nausea and vision blurred was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, migraine, mood swings, nausea, ovarian cyst, post abortion haemorrhage, pregnancy with contraceptive device, uterine infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: in plaintiff fact sheet that the abdominal pain, nausea and blurry vision decreased immediately following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Pregnancy test - on (B)(6) 2011: pre essure procedure - negative. Pregnancy test urine - in (B)(6) 2013: positive. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.